Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturers¿ representative reported that the device had not on for several years and she had problems with it. She went to have it checked and she told the doctor she thought the wire had moved. The patient was not satisfied with the doctor. The patient said she knew it could migrate if someone falls and she had fallen several times. She noted that when she turned it on, it hit her with a poking like feeling in the rectum. She was interested in having it looked at again. The patient was indicated for urinary dysfunction/ sacral nerve stim. Additional information later received from the patient reports the device had been turned off for several years. The patient used it the first two years. They told her one time she might not need it because her body might start to work on its own again. She turned it off and nothing changed with her body. So the patient left it off. The patient had fallen several times and they told her the wire could move. She tried to turn it back on and the shock was in her rectal area. She can¿t stand it on (hurts). She said with it off, it feels like she was being poked in the rectal area. The patient had been to a facility twice about this issue, because the poking was there all the time now and bother her when walking. Her last appointment with the healthcare provider, he asked her to turn it on. The patient setting had been at 3. Hcp put it on 1 and left it on. The patient turned it off when she left the office. It had not been on since, and will not be. The patient reported it hurts. Additional information later received from the patient reports the step taken to resolve the issues were none. The second healthcare provider told the patient they could take it out. The patient had trouble in the last couple of years with controlling her bowels. The patient would like another opinion before having it surgically removed. Additional information later received from the patient reports that her ins (stimulator) had been turned off since two years after the implant (2007). Event date asked but unknown. Patient was having a problem she think could be connected with the neurostimulator so she went to see her doctor. The last 2 appointment she have had with doctors made her aggravated. She told the doctor she was "set on 3 and he had me get out my controller and said if she should set it at 4. The patient told doctor it was hitting in the rectal area, its constant pressure, and it hurt. So after she left the doctor office she shut it off right away. This had been happening for "some time now" and wouldn¿t get any more specific. Patient has had several falls since 2 or 3 years ago and says this had been happening since 2013.